Event description:
It is reported that the customer had high blood glucose levels of 240 mg/dl. The customer reported a bad battery alarm and a weak battery alarm. The customer also reported a motor error alarm from the insulin pump during a bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump passed all functional tests including the displacement, seft test, off no power, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarm or battery anomaly observed during testing. Cracks to the case, battery tube threads, reservoir tube lip and a scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.